Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed an obstructed high concentration waste (hcw) line tubing. The fsr resolved the issue by replacing the tubing. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely elevated creatinine, bilirubin total, magnesium and co2 results generated on the alinity c processing module. The following data was provided: sid (B)(6), creatinine initial 18.17 mg/dl, repeated 0.96 mg/dl, sid (B)(6), creatinine initial 32.89 mg/dl, repeated 0.76 mg/dl. Sid (B)(6), creatinine initial 1.69 mg/dl, repeated 6.26 mg/dl. Sid (B)(6), magnesium initial 6.4 mg/dl, repeated 2.5 mg/dl. Sid (B)(6), magnesium initial 6.8 mg/dl, repeated 1.7 mg/dl. Sid (B)(6), magnesium initial 6.4 mg/dl, repeated 2.0 mg/dl. Sid (B)(6), bilirubin, total initial 0.9, repeated 0.4. Sid (B)(6), creatinine initial 2.05 mg/dl, repeated 0.72 mg/dl. Sid (B)(6), magnesium initial 6.1 mg/dl, repeated 1.8 mg/dl. Sid (B)(6), magnesium initial 7.2 mg/dl, repeated 1.8 mg/dl. Sid (B)(6), co2 initial 35, repeated 25 meq/l. Sid (B)(6), creatinine initial 2.39 mg/dl, repeated 1.28 mg/dl. No impact to patient management was reported.

Event description:
The customer observed falsely elevated creatinine, bilirubin total, magnesium and co2 results generated on the alinity c processing module. The following data was provided: sid (B)(6) creatinine initial 18.17 mg/dl, repeated 0.96 mg/dl. Sid (B)(6) creatinine initial 32.89 mg/dl, repeated 0.76 mg/dl. Sid (B)(6) creatinine initial 1.69 mg/dl, repeated 6.26 mg/dl. Sid (B)(6) magnesium initial 6.4 mg/dl, repeated 2.5 mg/dl. Sid (B)(6) magnesium initial 6.8 mg/dl, repeated 1.7 mg/dl. Sid (B)(6) magnesium initial 6.4 mg/dl, repeated 2.0 mg/dl. Sid (B)(6) bilirubin, total initial 0.9, repeated 0.4. Sid (B)(6) creatinine initial 2.05 mg/dl, repeated 0.72 mg/dl. Sid (B)(6) magnesium initial 6.1 mg/dl, repeated 1.8 mg/dl. Sid (B)(6) magnesium initial 7.2 mg/dl, repeated 1.8 mg/dl. Sid (B)(6) co2 initial 35, repeated 25 meq/l. Sid (B)(6) creatinine initial 2.39 mg/dl, repeated 1.28 mg/dl. No impact to patient. Management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.